Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the subject device had a broken connector; however; per the legal manufacturer, this issue of a broken connector is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported that the evis exera iii video system center video connector was broken. There was no patient or user harm reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.